Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure and the mesh was implanted. The patient experienced a vaginal erosion of mesh. During sexual intercourse, the patient experienced intense pain and bleeding. On (B)(6) 2011, the patient underwent a partial mesh removal surgery, where 4 cm was excised and other mesh was implanted. No further information is available.